Event description:
It was reported that a lead fracture was observed. The fracture resulted in oversensing and inappropriate therapy. The patient refused surgery; therefore, the system was deactivated. A follow-up report suggests the device was reactivated in july 2006. Previous issues were again observed and the device was deactivated 07/18/2006.